Event description:
A customer reported an issue with their insulin pump, which necessitated replacement due to unspecified problems. There was no adverse impact to the customer's blood glucose level. The customer transitioned to an alternate method of insulin delivery known as mdi while awaiting the replacement. Technical support expedited the shipment of a new pump, provided instructions for storage mode, and confirmed return shipping details for the defective device.